Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The physician reported that product, after put on from original package was marked as closed (padlock). Physician tried to unlocked the product without any result. To complete procedure, physician used another one of the product of the same type. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p58r2y. Device evaluation: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.